Manufacturer narrative:
Patient identifier-race:unk. Date of event: unk. Implant date-explant date: unk. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens of -16.0 diopter in the patient's eye but the lens was torn during loading. There was patient contact but no patient injury. The lens intraoperatively implanted; removed and replaced for a back-up lens.